Manufacturer narrative:
The returned spacer 101-9814 (lot 40018362) was analyzed. Visual inspection revealed that the spindle cap was completely sheared off from the implant body and actuator shaft and spindle were found to be outside of the main body, as well as severe abrasion on the mating surface of the actuator. The detachment of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance (e.g., bone) and or manipulation of the position of the device by gear shifting of the inserter. The probable cause of the event is that an unintended use error caused or contributed to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event.

Event description:
It was reported that during an indirect decompression spacer implant procedure, the spacer was deployed and the spindle cap broke off of the spacer. There were no patient complications due to the event.